Event description:
312 days after a drug eluting stenting treatment procedure the pt experienced a restenosis of the target vessel requiring a reintervention. The lesion being treated was a 3.0mm 80% stenosed procimal circumflex (pro cx). The lesion was not predilated. The physician then placed a taxus express 8.8% 3.0 x 8 mm drug eltuting stent in the prox cx. The next lesion being treated was a 2.5mm 85 predilated. The physician then placed a taxus express 8.8% 2.50 x 24mm drug eluting stent in the prox lad. There were no reported complications. The pt was discharged in 2004 on zocor, plavix and aspirin. In 2005 the pt experienced a restenosis of the prox cx lesion reported to be edge stenosis proximal, and required a reintervention. The physician then placed a taxus express2 8.8% drug eluting stent in the prox cx. The pt was discharged the next day. In the opinion of the physician the relationship of the restenosis to the taxus stent is "probable".

Event description:
It was further reported that target lesion 1 was located in the proximal circumflex with 80% stenosis and was 6 mm long with a reference vessel diameter 3.0mm. Target lesion 1 was treated with direct stenting using a 3.0x8mm taxus express2 8.8% drug eluting stents, reducing the stenosis to 0%.target lesion 2 was located in the proximal left anterior descending artery with 85% stenosis and was 22mm long with a reference vessel diameter of 2.5mm. Target lesion 2 was treated with predilatation and placement of a 2.5x24mm taxus express2 8.8% drug eluting stent, with 0% residual stenosis. The patient was discharged the next day on aspirin and plavix therapy. 312 days later the patient was admitted with recurrent unstable angina. Coronary angiography revealed new focal 80% proximal edge restenosis of the taxus stent previously placed in the lcx. Per cardiac catheterization report, all other aspects of the patient's coronary tree were unchanged from previous angiograms. Prior stents in the rca and intermediate ramus were noted to be widely patent. The proximal cx was treated with direct stenting used a 3.0x12mm taxus stent, reducing the stenosis to 0%.the patient was discharged the next day on continued aspirin and plavix therapy. In the opinion of the physician the relationship of the reintervention to the taxus stent is probable.